Manufacturer narrative:
The device was returned for analysis. A coil, introducer sheath and delivery wire were returned. The coil was found inside the introducer sheath and the delivery wire outside of it. The introducer sheath was inspected and some blood was found. The delivery wire was inspected and no damage noted. The coil was inspected and was found fractured in the interlocking arm section and with blood. The piece of the coil with the interlocking arm was not returned. The zap tip shape and surface of the coil and the delivery wire were microscopically inspected and no damage was noted. The interlocking arm of the delivery wire was inspected and no damage noted. The interlocking arm of the coil was not inspected due to the coil broken. The delivery wire dimensions were found to be in specification. The coil dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "in order to reduce the risk of complications, a continuous flow of appropriate flush solution should be maintained through the catheter and any intraluminal device. Continuous flushing also reduces retrograde flow of blood into the catheter during coil delivery and reduces the potential for contrast crystal formation and/or clotting on both the coil and inside the catheter lumen."   (B)(4).

Event description:
Reportable based on device analysis completed on may 02, 2017. It was reported that the coil would not advance into the catheter. The target lesion was located in the portal vein. A 8mm x 40cm interlock¿-35 was selected for use. During procedure, it was noted that the coil would not advance through the catheter. No patient complications were reported and the patient status was stable. However, device analysis revealed that the coil fractured in the interlocking arm section.